Event description:
It was reported that before an unknown procedure, first clip deployed and fired fine. Second clip did not advance and surgeon cut through vessel without a clip in the jaws. Procedure prolonged 20 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information 03/22/2010: "the surgeon used some sutures to tie the vessel that was cut."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.